Event description:
Evaluation revealed the force sensor was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on january 11, 2012. (B)(6). Correction/removal report number: 2531779-03/24/2010-003-r. Evaluation revealed the force sensor was out of calibration. Review of the pump download history did not reveal any loss of prime warnings. A rewind, load and prime was performed on the pump with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime warnings being duplicated. The force sensor calibration was measured and found to be under specification. When the force sensor was tested it was found to be out of specification at 24k ohms.